Event description:
It was reported that arteriotomy closures of an unspecified number of common femoral arteries have been attempted using proglide devices after coronary procedures. Reportedly, cuff misses had occurred, and a second proglide device has been used to achieve hemostasis. There have been no adverse patient sequelae. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of the events which was reported as occurring on and off prior from the date it was reported to the manufacturer representative. It is indicated that the device was discarded; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint handling database could not be conducted because the lot number was not provided and the device was not returned. Based on the information reviewed, there is no indication of a product deficiency.